Event description:
Customer reported the gas module iii display an error message, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's gas module bench. Unit was calibrated and safety tested to factory specifications.